Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector experienced disconnection, resulting in leakage. The following information was provided by the initial reporter: when testing, device pulled right off (primary tubing for a gemzar and the other was on a 20 ml bd syringe that I was testing before drawing up a 5fu push). Device separated from the syringe while I was drawing up gemzar and leading to a spill under the hood.

Event description:
It was reported that the bd phaseal¿ optima injector experienced disconnection, resulting in leakage. The following information was provided by the initial reporter: when testing, device pulled right off (primary tubing for a gemzar and the other was on a 20 ml bd syringe that I was testing before drawing up a 5fu push). Device separated from the syringe while I was drawing up gemzar and leading to a spill under the hood.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-feb-2023. H6: investigation summary: one injector connected to a baxter tubing set was received for investigation. After proper decontamination of the device, the product was visually inspected, no damage or defects were observed. Functional evaluations were performed, passing liquid through the injector, no leakage at the luer connection was observed. A device history review was performed for lot 2107306, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Dimensional testing was performed on the returned injector luer along with the baxter connector, verifying the injector met all required specifications. It was noted, however, the baxter connector was smaller in dimension than what is indicated for our device. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It appears the leakage may be related to the baxter device used with our injector.